Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failed to recognize a main power supply due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was at a critical battery level and will not charge. Per the reporter the charger plug was physically damaged (chopped) from the hospital bed. There was no patient injury reported as a result of this incident.